Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observation of low out-of-range pace impedance measurements.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. A revision procedure was performed wherein the device was explanted due to normal battery depletion and lead surgically abandoned; a new system was then implanted. No adverse patient effects were reported.